Event description:
It is reported that a customer has physical damage on their insulin pump. The patient's blood glucose level was at 137 mg/dl. The customer stated that physical damage is a crack in the reservoir compartment. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Pump received with cracked display window, cracked display window corners, cracked reservoir tube lip, missing end cap sticker. (B)(4).